Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the submitted device confirmed the reported fracture. The device fractured as a result of low stress high cycle fatigue initiation and propagation. Due to excessive unintended loading of the taper junction between the sleeve and stem extension with the peak stress on the lateral aspect, the sleeve was fractured out the medial side wall. No material defects were observed in the knee femoral component that could have contributed to fracture initiation and/or propagation to failure. The implant loosening and subsequent fracture was likely a result of the patient¿s poor bone quality and lack of bone support for the implant. With the information provided, it cannot be determined that the complaint is product related. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause and no evidence of product error as a contributing factor, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Sales rep received info about a broken s-rom noiles component. Revision is planned. Updated information received 4 august 2014 - patient of (B)(4) received knee-tep left side (unknown manufacturer) in 2002. Patient slipped out on ice snow. Fall and distortion of left knee. Fracture of femur, osteosynthesis with help of plate. Since this malposition, pain because of loosening and osteolysis. Because of this, he got implantation of new knee prothesis on (B)(6) 2007. On (B)(6) 2011, revision of tibial components (B)(4). On (B)(6) 2014, revision of femoral parts because of loosening and fracture of transition of femoral sleeve to femoral stem extension. For additional info (surgery reports of 2007 and 2011) please see (B)(4).